Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 21 mg/dl to 92 mg/dl, 27 mg/dl to 92 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.